Manufacturer narrative:
The customer¿s report that a texium syringe broke was confirmed. The sample was received broken at the tip where the texium component is connected to the syringe. Closer inspection of the break site under a lab microscope observed stress marks at the break site. Functional testing could not be conducted due to the damage of the broken texium bonded syringe. Visual inspection observed that the texium bonded syringe was broken at the tip where the texium connects to the syringe. No tool marks were observed around the texium or the break site. Destructive testing was performed on a lab texium syringe. The texium syringe broke off at the engagement between texium and syringe body, similar to the sample the customer sent in. The cause of the texium syringe breakage is due to an outside force being applied as indicated by the observed stress marks. The root cause of the outside force could not be identified.

Event description:
It was reported that a texium syringe broke where the texium attached to the syringe with chemo in it. It was confirmed that there was no chemo leak. It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a texium syringe broke where the texium attached to the syringe with chemo in it. There was no harm.